Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging a prime (loss of prime) issue. There is no indication that the product issue caused or contributed to an adverse event. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter to complete troubleshooting, without success. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.